Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar gaskets were tearing in all of the ports; causing loss of pneumo. This occurred in the camera port. No other device was placed. There was no consequence to the patient.